Manufacturer narrative:
Additional information received on 01/27/2017 states that the patient called into a message line on (B)(6) 2016 with complaints of blurry vision in the right eye. She stated that she did not have a headache and that she was overdue for an eye exam. A rule-out stroke assessment was performed over the phone but was negative. At 2000, the patient's husband called reporting that she had a bad headache. She has a history of migraines and felt she had one starting to begin. She had taken tylenol and imitrex with no relief. The patient decided to go to bed to sleep it off but was reawakened at 2230 with a worsening headache. She was instructed to take 5mg percocet and to come into the ER. A CT head was performed which showed the patient had a massive bleed as she was now less responsive. The patient had been taking aspirin 325mg and warfarin 2mg when the event occurred. It was also noted that the patient had exacerbated pump suction and ventricular tachycardia post the stroke. The patient was eventually discharged home. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was hospitalized for hemorrhagic stroke. No other details were provided.